Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. There was some minor bleeding, which stopped on its own. The handle broke when trying to release the capsule after outside of the patient. No further information was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.